Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Three ventricular fibrillation episodes >=200 ms average occurred on (B)(6) 2013. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. One patient alert for lead failure predictor occurred on (B)(6) 2013. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic(sensing integrity counter), the ventricular sic was 731 counts in 0.19 day on (B)(6) 2013. A d234drg implantable cardioverter defibrillator.   (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had oversensing and triggered an alert. The lead was capped and replaced with a new rv lead. No patient complications have been reported as a result of this event.